Manufacturer narrative:
(B)(4). The customer has indicated that the product will not be returned to zimmer biomet for investigation, as its location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that approximately 15 years post-implantation, the patient underwent a left hip revision due to elevated metal ion levels and metallosis. During the procedure, the sleeve was cold-welded to the trunnion. The head and sleeve were exchanged without complications. The cup and stem remained implanted. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: g3; h2; h3; h6; h10 no product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing. Medical records were provided and review of the available records identified the following: an initial left tha was performed. A revision occurred due to metallosis and elevated metal ions. During the revision, the sleeve was found to be cold welded to the stem. Once removed, changes were noted to the trunnion, however the trunnion was cleaned and the stem remained implanted. No complications were noted. A definitive root cause cannot be determined for the metal related pathology. No problem was found in relation to the cold weld. As per the memo they are designed to achieve a stable, long term fixation. This complaint was confirmed based on the provided medical records. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information is available at the time of this report.